Manufacturer narrative:
Investigation summary the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. A review of the device history record is pending.

Event description:
The reported event occurred on an unspecified date in (B)(6) 2025. Medsun uf/importer report # (B)(4) was received with regards to a spinning spiros closed male luer, red cap. It was reported that the spiros started leaking a chemo drug when chemo secondary tubing with spiros was connected to primary tubing. The infusion was stopped and disconnected.